Event description:
On (B)(6) 2022, this 82-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services he experienced an abdominal infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic presented with serratia marcescens in the culture and a wbc count of 1431/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the patient is advancing in age and more than likely did not adhere to all aseptic precautions during ccpd therapy on the liberty select cycler at home but could not be confirmed. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) ceftazidime at 1000 mg every day for two weeks and ip gentamycin at 0.6 mg/kg body weight every day for two weeks. The patient recovered from his symptoms but has experienced diarrhea as a side effect of the antibiotics. It was affirmed the patient¿s diarrhea was solely attributed to antibiotic therapy and not due to pd therapy or the use of any fresenius product(s) or device(s). It was confirmed, though the root cause of this adverse event remains unknown, there was no indication this patient¿s peritonitis was due to a malfunction or deficiency of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler following this event.